Event description:
The stent was being placed through a 7fr balkin sheath into the iliac. The deployment went well. However, upon removal of the delivery system, the distal tip of the delivery system separated and remained in the pt. Attempts to snare the separated segment were unsuccessful. Pt was taken to surgery to have separated segment removed.